Manufacturer narrative:
(B)(4). The reported complaint of "silicone cuffs are not inflating" could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. The actual sample have been tested for inflation and deflation test and returned sample able to be inflated and deflated. Based on the investigation of the returned complaint device, no issues were found. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the findings, the complaint could not be confirmed.

Event description:
It was reported that: "lma silicone cuff not inflating. There was no injuries or adverse event reported.".

Event description:
It was reported that: "lma silicone cuff not. Inflating. There was no injuries or adverse event reported.".

Manufacturer narrative:
(B)(4).